Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of the jaws being unable to be opened. Based on the evaluation of the event unit and the description of the event, it is likely that the reported event was caused by bent pull tube, which prevented the jaws from fully opening when the handle is unlatched. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: laparoscopic hysterectomy. Event description: the surgeon used a voyant eb215. He went to grab the fundus of the uterus and squeezed all the way down. It sounded like something snapped. The jaws were unable to be opened. They replaced the device with a new one. Additional information provided on 28may2025: the doc mentioned that is was mainly squeezing down on a big bite of uterus when they heard it ¿snap¿. That is when it locked up. The jaws were unresponsive after that. They used a grasper to gently slide it off of the tissue. It was toward the beginning of the case. Intervention: they replaced it with a new device. Patient status: fine.

Event description:
Type of procedure: laparoscopic hysterectomy. Event description: the surgeon used a voyant eb215. He went to grab the fundus o f the uterus and squeezed all the way down. It sounded like something snapped. The jaws were unable to be opened. They replaced the device with a new one. Additional information provided on 28may2025: the doc mentioned that is was mainly squeezing down on a big bite of uterus when they heard it ¿snap¿. That is when it locked up. The jaws were unresponsive after that. They used a grasper to gently slide it off of the tissue. It was toward the beginning of the case. Intervention: they replaced it with a new device. Patient status: fine.

Manufacturer narrative:
The event unit has returned to applied medical. A follow-up report will be provided upon completion of the investigation.